Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, the provided customer feedback form, chart sticks, and the single photo provided were reviewed. However, without the requested clinical information, operative report, pre/post radiographs, or the device, the root cause of the reported failure cannot be determined. Based on the information provided, the reported x-ray findings and the product evaluation, a procedural vs user error cannot be ruled out as the root cause of the reported event. There is no indication the reported black substance in the flute was in contact with the patient. According to the report, due to drop presenting several connections problems through all the instruments that were used in conjunction, however, an x-ray confirmed the screw was not in nail but posterior to it. As a result, the screw was removed by the surgeon, the procedure completed with the same device with less than a thirty minute delay. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint will be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the threads are damaged on the intertan lag screw drill, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. (B)(4).

Event description:
While attending a short intertan nail for a neck of femur (nof) on a young female with stress fracture to inferior neck, it was found thickened cortices from long history of steroid use for immune disorder. A canal reaming was planned to accommodate 10mm 20cm nail. During the procedure, a short intertan nail was chosen, it was attached to drill guide (drill guide handle) and drop (125 rad drill gde drop) , the nail was introduced over ball tip guide wire. Proximal ics screw guide pin advanced using according drop, it was difficult to advance guide pin to 25mm tip apex (marked resistance). Lag drill (intertan lag screw drill) advanced over guide wire with much difficulty to the required depth (lag screw was tapped to get to the required depth). Black substance noted in flutes of drill. Then the compression drill (7.0mm compression screw drill) met similar resistance but could get the required depth. A distal locking was attempted through the intertan drop, it marked resistance using the drill. A lateral x-ray confirmed screw was not in the nail but posterior to it, screw removed and no further attempt to distal lock was undertaken. A delay of less than 30 min was reported. Procedure concluded using the same devices. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.